Event description:
It was reported that during an anterior lumbar interbody fusion (alif) procedure on l5-s1, the cortex opener for synfix-lr implants broke. The awl-sharp tip broke off. No broken pieces were left in the patient. This incident did not result in any patient injury.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.